Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.66 and charge time (CT) of 17.7 seconds. The longer CT was questioned. Boston scientific technical services (ts) advised to continue normal device follow-ups and monitoring at that time. Additional information was provided that the latitude system detected a red alert from this device due to "a pulse generator fault". This was found to be due to the patient undergoing radiation treatments and the device was in safety core. It was noted that the device would be replaced when the patient completed radiation. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion.